Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not boot up, it had an "extremely" long boot time of 20 minutes and it appeared to not boot up. The software was reloaded to resolve. Analysis also found that the d drive was unable to be read and therefore, the hard drive was replaced and reimaged and that there was a broken latch tab on the cord door so the power cord bay was also replaced. (B)(4).